Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a suspected infection, and the pacemaker system was extracted as a result. There was slight redness over the pocket, and there was clear liquid noted in the pocket during the extraction. There were no signs of pocket erosion, endocarditis, or vegetation on the leads. The patient tolerated the procedure well.